Event description:
Per the clinic, the patient experienced warm sensation with external device use. The equipment was advised to be removed from service, and a replacement was sent. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
On (B)(4) 2013 information was received that the event reported on (B)(4) 2013 was in fact generated under a computer "test mode" and did not in fact occur. A review of the complaint and its updated information has determined it does not meet the definition for a FDA reportable event, not for a complaint.